Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7279890; medical device expiration date: 2019-02-28; device manufacture date: 2017-10-06; medical device lot #: 7214637; medical device expiration date: 2018-12-31; device manufacture date: 2017-08-02; medical device lot #: 8099825; medical device expiration date: 2019-08-31; device manufacture date: 2018-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) blood collection tubes are underfilling. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd vacutainer k2 edta (k2e) blood collection tubes are underfilling. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: (B)(6) 2018. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s).